Manufacturer narrative:
Initial reporter addr 1: (B)(6). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of heparin. A 250ml bag of heparin was hung at 1339 and programmed via interoperability to infuse at a rate of 12ml/ hour. At 0030, the rate was change to 15ml/ hour when the volume infused was 132ml. When the dose change occurred, the white roller clamp was found to be partially clamping the line and the line was fully unclamped. At 0115, the bag was found completely empty and the pump gave an air-in-line alert. Subsequent lab results indicated a bolus of heparin occurred. Patient required increase monitoring however did not have any clinical signs or symptoms.

Event description:
It was reported that there was an over infusion of heparin. A 250ml bag of heparin was hung at 1339 and programmed via interoperability to infuse at a rate of 12ml/ hour. At 0030, the rate was change to 15ml/ hour when the volume infused was 132ml. When the dose change occurred, the white roller clamp was found to be partially clamping the line and the line was fully unclamped. At 0115, the bag was found completely empty and the pump gave an air-in-line alert. Subsequent lab results indicated a bolus of heparin occurred. Patient required increase monitoring however did not have any clinical signs or symptoms.